Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial therapy displayed conatant atrial and ventricle pacing at 110 beats per minute. The device had previously been programmed to 0% atrial tachy storage but had previous atrial tachy episodes. When trying to reprogram the device, the application software allowed recognition of the device but displayed a message of no telemetry. The device memory could not be accessed. The device was explanted and replaced. No adverse patient symptoms were reported.